Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom ¿nuisance upstream occlusion" which was reproduced during evaluation. Upstream occlusion alarms were verified through a review of the event history log and determined to be caused by a failed upstream sensor. The upstream sensor requires replacement. The service history record review was completed and revealed the upstream sensor was replaced during the previous service event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a nuisance upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.